Event description:
It was reported to vyaire medical that the ltv 1150 ventilator does not appear to be working correctly. There is no information of patient involvement associated with the event as of this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to duplicate the issue - unit does not appear to be working correctly. Service technician performed bench testing and all testing was performed with a good known test ac adapter, test lung and patient circuit vent. It passed 24 hours of extended tests at customer settings. Vent also passed ts general checkout per service manual which includes many alarm and ventilation functions. The unit was opened and inspected and no anomalies were noted. The ventilator was processed through service for a complete calibration checkout to meet all factory specification and standard.